Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had unexpected restart. The customer's blood glucose was 72 mg/dl. The customer reported that he was having unexpected restart errors shortly after inserting a new battery. The customer was assisted in troubleshooting and he was able to clear the error as well as complete the rewind of the insulin pump. The customer was advised to insert a new battery in the insulin pump, and it again had unexpected restart. He was advised to monitor the insulin pump. The customer also stated that his insulin pump had rewind anomaly. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No rewind anomaly noted. Device passed rewind test, unexpected restart error test and displacement test. No unexpected restart alarm or reset time or date anomaly after change battery noted during testing. (B)(4).